Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic which was removed and exchanged in a secondary procedure due to an unexpected post operative refractive error. Patient was noted to be doing well. No complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter measurement showed that the lens diopter corresponds to a 19.5 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.